Event description:
It was reported that the device was unable to be remotely interrogated using bluetooth telemetry. Abbott technical services were contacted, re-pairing of the device to the phone app was successfully performed, and the device was able to be interrogated. The patient was in stable condition.